Event description:
It was reported that the device was noted to be at 0-8% (neos) prior to being opened. The generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect product has been received by the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Sup MDR inadvertently omitted information known prior to submission. "Foreign" accidentally not checked as a report source.

Event description:
Later, product analysis was completed. The analysis concluded that no device failure was present. It is suspected the pulse generator was stored/placed in a cold environment. This event is clearly called out in labelling and is an expected event when the device is placed in a cold environment. No anomalies were observed based on the downloaded data from the pulse generator. No other relevant information has been received to date.